Event description:
It was reported by service report that the head-end lift motor was stuck in an elevated position, and would not lower. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: faulty cpu board caused head-end lift motion failure and to be stuck in an elevated position.